Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in patch side assessed, as surgical damage. Valve leak and or damage. No observed, damage on valve. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left-side deflation. Healthcare professional, later reported, "valve-leak/damage". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a left-side deflation. Healthcare professional later reported "valve-leak/damage". Device has been explanted.